Event description:
Account stated that the knee will go up when pushing any function. No injury. Bed is in the maintenance shop.

Manufacturer narrative:
The knee up wire was shorted out, account stated that he replaced the wiring harness to repair this bed.